Manufacturer narrative:
A vyaire field service representative (fsr) evaluated the device onsite and verified the reported issue. The fsr replaced the I time panel meter and performed 2k maintenance. The unit passed circuit calibration and performance verification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that inspiratory time on this device is fluctuating during use on a patient on the 3100 a device. The customer reported the repiratory therapist removed the device after noticing it drifted twice in a short span of time. The customer confirmed there was no patient harm associated with the reported event.